Manufacturer narrative:
UDI code has been added to the dedicated d.4 section. H.10: based on previous investigation results and on findings during pre-functional tests (rusted bearings), the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, during the pre-functional test, the patient pump 2 (the cardio pump warm and the cardio pump cold) started to be noisy. In additon, the device showed the ee07 error code (pump or stirring mechanism is blocked / too slow). The stirring pump, was blocked due to rust on the bearing. There was no patient involvement.